Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and noise which resulted in inappropriate mode switching. It was noted there were no reports of pacing inhibition. It was believed these observations reported occurred due to the patient having clavicular crush. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.